Event description:
It was reported that there was a coupling problem with the recharger. It was note the patient was having problems with recharging and had the problems since around (B)(6). At one point, the implantable neurostimulator (ins) battery had ¿run down to about nil¿ and ever since then, the patient couldn¿t get the ins charged up with 8 squares. It was noted the patient was only getting 2 squares. The reporter noted that a new recharger and antenna had not helped with the recharging problem. It was noted that it took the patient only 45 minutes to an hour to recharge. The reporter noted that it was now taking the patient at least 2 days and the patient was lucky to get it done then. The reporter noted that it had been a sudden change in recharging time. It was noted that around (B)(6), the patient had a special recharge session at the office of the health care professional. It was noted the patient was told that there was ¿no charging battery and it had run out of juice.¿ it was further reported that the patient was having trouble getting all 8 boxes and used to get 8, but was now getting 2 after 24 months. It was noted it appeared to have occurred through product use. No patient was harm reported. Additional information received over two months later reported that back in (B)(6) the patient was hospitalized. It was noted that the patient had forgot his recharger, however was able to borrow one. The recharger that was lent to the patient did not have a desktop charger so it died. Subsequently the patient did not recharge for three days as a result. It was noted that this issue was on-going since (B)(6) 2013. It was noted that multiple rechargers had been tried but did not resolve the issue. It was noted that the patient went to their health care professional and "it took a long time to resolve the situation." It was noted that the ins always moved. It was noted that the patient was very thin. It was noted that a physician mode recharge was performed with eight coupling bars achieved for a period of time, but then it went back to zero. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37751, serial # (B)(4), product type recharger; product ID 37751, serial # (B)(4), product type recharger; product ID 37754, serial (B)(4), product type recharger; product ID 3550-39, lot # n301008, implanted: (B)(6) 2011, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011-, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that more than 3 rechargers had been used to troubleshoot the coupling issue. It was noted that the implantable neurostimulator (ins) appeared to be oriented correctly in the pocket. It was noted that the manufacturing representative had met with the patient and was unable to successfully get coupling. It was noted that the manufacturing representative was going to discuss a possible ins pocket revision or replacement. It was noted that the patient's ins was 3 years old.